Event description:
Pt's husband reporting two toned alarm went off and then error reading "non disposable, pump won't run" was displayed on pump, restarted the pump, did not help, took out the cartridge/cassette and switched over to back up pump and back up pump has been working fine, he also stated that the cartridge/cassette on the malfunctioning pump was aligned properly and was fine throughout this day until error occurred. Pt did not experience any a/e from this malfunction, malfunctioning pump will be replaced with new pump. No further information known. Dose or amount: 180nkm. Frequency: continuous infusion. Route: IV. Reason for use: pah.